Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpb bag had leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation during visual inspection a leak was observed. Functional testing was performed and a leak was observed at the top area of the fillport weld tubing in the back of the bag. Under microscopic inspection, the cause of the leak was noted to be due to a small tear/hole. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.